Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and cracks are on the casing where the reservoir screw in. Customer's blood glucose level was 145 mg/dl. Customer reports that reservoir was came loose at one point when they try to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform and displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.